Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. The following devices were also listed in this report: trident psl ha cluster 54mm; cat 542-11-54f; lot yw171a, size 6 accolade ii 127 deg; cat# 6721-0635; lot# 59459909, delta v40 ceramic head 36/2,5; cat# 6570-0-436; lot# 64813902, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
Post-operative diagnosis: patient underwent right total hip replacement (B)(6) 2018. Patient underwent right total hip revision with head & poly components exchanged due to pji with irrigation and debridement.